Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine, dose and concentration not reported, via an implantable pump. The indication for use was no reported. The patient was transported to the ER (emergency room) unresponsive the day of the report. When the patient was brought to the ER (emergency room ) the patient was unresponsive at the time but was now responsive but not as much as they would like. It was noted a sudden change in symptoms or therapy. The manufacturer of the patient's pump was unknown. The device information, clarification regarding the ER visit due to being unresponsive, diagnostics and interventions not reported. Follow-up was conducted to obtain information, however no additional information was received.